Event description:
It was reported that during a whipple procedure, the device did not staple on one side of cut line when firing across the stomach (ventricle). There was no problem closing or firing the device. Another device was used to complete the procedure. There were no adverse consequences for the pt.

Manufacturer narrative:
Date sent: 4/20/2009. Information anticipated, but unavailable at this time.